Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right ventricular (rv) pacing impedance measuring greater than 3000 ohms. Additionally, it was noted there were observations of lead noise. Technical services believes there is a lead issue. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right ventricular (rv) pacing impedance measuring greater than 3000 ohms. Additionally, it was noted there were observations of lead noise. Technical services believes there is a lead issue. At this time, the rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that indicated this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.